Manufacturer narrative:
A review of the device history records indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints for the reported issue. One probe sample was returned for evaluation. The probe complaint sample was visually inspected and deemed nonconforming. A sticky foreign material was present on the needle and at the port face. Actuation testing was performed and was deemed nonconforming. The inner cutter did not close in the port. Cut testing was performed and deemed conforming. The probe was disassembled and the components inspected. There was approximately 20 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when removing the inner cutter from the needle. Wear marks were present at the bent area and down the front section of the inner cutter. The actuation test was performed again after the probe was disassembled and the test was then deemed conforming. The complaint evaluation does confirm the probe did not actuate in the condition the sample was received. The root cause for the probe not actuating cannot be determined from this evaluation. The most likely cause for the poor actuation is from the interference between the inner cutter and the outer needle that occurred during its approximately 20 minutes of the probe being used. This interference can be due to foreign material or other components within the probe that become damaged which then can impede the movement of the cutter shaft. The probe actuation testing was deemed conforming when the probe was disassembled and interference between the cutter and its outer needle was eliminated. No specific action with regard to the complaint issue was taken as the reason for the complaint issue appears to be from the probe being used previously. All manufactured probes are 100% visually inspected and tested for actuation, aspiration, and cut during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the cutter did not actuate during a vitreoretinal procedure. The condition of aspiration was unknown. The product was replaced and the procedure was completed. There was no patient harm. The product sample has been requested for evaluation.